Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he connected himself and then noticed a few big air bubbles in the patient line. The hp stated he shut the hc off and then disconnect himself and needed assistance with getting the set out. The technical service representative (tsr) then assisted the hp to cycle power off/on and then at press go to start the tsr assisted the hp to remove the set. The tsr had the hp cycle power off/on. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without an alarm. Per the complaint information, the patient saw air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. In a follow up call by product surveillance, the patient stated he was able to resume therapy successfully with new supplies. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.